Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/13/2020 additional information was requested, and the following was obtained: (q) what is the surgeon¿s opinion of the cause of the thermal injury? Pi said ¿I think the biggest reason was that the intrahepatic tumor was not a subhepatic tumor, and there was a 1cm fat layer between the subhepatic and duodenum, so based on experience rfa of the site(institution), it was judged that proper and safe treatment was possible without the use of artificial ascites¿. Device history lot lot ml19054297 was reviewed. Manufacture date: 5/30/19 expiration date: 2/1/23 there were no problems seen during the manufacturing and testing of this lot.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional information was requested, and the following was obtained: was imaging performed to confirm placement of probe tip prior to ablation? Us guidance was performed, all electrode tips were placed in the liver before ablation and were carefully monitored continuously with ultrasound. Before ablation, duodenum and hepatic capsule were adjacent, but 1 cm of fat was located(interposition), so artificial ascites were not used. Instead, the inner one of the two antennas were placed higher (far from duodenum) and the outer one in a safe position was symmetrical with the inner one. So that can reduce the heat damage as much as possible. (The procedure was completed at 4-minutes (65w) because the ablation area was considered sufficient. Can the time/power details be provided. Order of ablation: 1, max power observed: 65, max temperature observed: 122, pr probe(s) used: 2. How was the burn treated? Npo and IV ppi. What is the current patient status? Discharge date "(B)(6) 2020".

Event description:
It was reported that after doing mwa (micro wave ablation) on (B)(6) 2020 located in tumor 2.3cm of segment 4, the event (collateral thermal injury of the adjacent duodenal bulb) has occurred. It is needed to check when the pi(principal investigator) were aware of event after or during procedure. After event, the patient's hospitalization has been extended. The patient is in the hospital and CT and esophagogastroduodenoscopy was taken.